Event description:
Ous MDR - during implantation, the atrial lead was connected to the evia. All the measurement of the a-lead were checked with an analyzer and found to be acceptable. Lead impedance was around 600 ohms. After being connected to the pacemaker the lead impedance was over 2500 ohms; pacing failure and sensing failure were observed. Because the pocket was almost closed the connection of these leads was checked by x-ray but no abnormality was found. Afterward, the pocket was opened and the physician attempt to disconnect the leads. The a-lead was properly connected to the pacemaker but it could not be disconnected without using a torque wrench/ by pulling the lead directly. The a-lead was again measured by an analyzer, same measurement results were observed and no abnormality was found. Therefore, the physician connected the a-lead to the pacemaker again and the lead impedance was 2008 ohms. Pacing and sensing failure were also again observed. The physician tried reconnecting the devices a couple of times, but the situation did not improve. Finally the physician suspected a pacemaker malfunction and used a different pacemaker. The lead impedance after connecting the new pacemaker was 500 ohms.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the pacemaker analysis a visual inspection was performed; in particular the header of the pacemaker was investigated. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Subsequently, the pacemaker was subjected to an electrical analysis. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In addition, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.